Event description:
It was reported that before use of the bd needle 30ga 1/2in there was an issue with the packaging being dented and torn. There were 17 boxes with this issue. There were also 33 packages that had the printing of the lot number missing on the box. The following information was provided by the initial reporter: lot = 33 sp , dented & tore box = 17 sp.

Manufacturer narrative:
H.6. Investigation summary: twenty-four (24) photos were provided by the customer for investigation. Seventeen (17) of the photos are related to the damaged (dented and tore) shelf cartons and seven (7) are related to the incomplete lot number (no lot) on the shelf cartons. Seventeen (17) of the photos provided by the customer are related to the damaged (dented and tore) shelf cartons. Four (4) of the photos show the outside of the box that the shelf cartons were shipped in. There does not appear to be any damage to the box used in the shipping the shelf cartons. One (1) of the photos shows the shelf cartons in the case with the other twelve (12) photos show different shelf cartons with varying degrees of damage to the shelf carton. Seven (7) of the photos provided by the customer are related to the incomplete lot number (no lot) on the shelf cartons. Four (4) of the photos show the outside of the box that the shelf cartons were shipped in with two (2) photos showing the lot number being legible on the label on the box. One (1) photo shows the front of the one (1) of the shelf cartons. Another photo shows the lot number on one (1) of the shelf cartons. The last digit on the lot number is blurry and hard to read as it appears to have been double printed. The last photo shows two (2) shelf cartons placed together so that the lot numbers are side by side. The last digit on the lot number on the shelf carton on the bottom is blurry and hard to read as it appears to have been double printed. The blister packs are automatically loaded into shelf cartons and shelf cartons are automatically loaded into the cases during the manufacturing process. The shelf cartons were likely damaged during the loading process into the cases. As the cases are not manually loaded and inspected the damage to the shelf cartons was not caught by production associates. Lot numbers and bar codes are automatically printed during the packaging process. As the cases are not manually loaded and inspected the shelf cartons which have a lot number that is hard to read was not caught by production associates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd needle 30ga 1/2in there was an issue with the packaging being dented and torn. There were 17 boxes with this issue. There were also 33 packages that had the printing of the lot number missing on the box. The following information was provided by the initial reporter: lot = 33 sp , dented & tore box = 17 sp.